Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis event was manifested by cloudy, reddish effluent. Four days after onset, the patient was hospitalized for peritonitis. The cause of the peritonitis event is unknown. On an unreported date, the patient was treated with an unknown antibiotic and diflucan (dose, route, frequency and duration not reported) for peritonitis. On an unreported date during hospitalization, the patient was diagnosed with sepsis. The cause of the sepsis is unknown. Treatment for sepsis was not reported. On an unknown date while hospitalized, the patient's peritoneal dialysis catheter was removed. At the time of this hospitalization, the patient was also diagnosed with and treated for an unrelated medical condition. The patient was discharged from hospital ten days after admission. At the time of this report, the patient was recovered from both the sepsis and peritonitis events. One day after discharge from the hospital, the patient began hemodialysis treatment. At the time of this report, the patient remained on hemodialysis therapy. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.